Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the c2 capacitor component, experienced dizziness, sat down and passed out. When the medics arrived, the patient's intrinsic heart rate was 30 bpm. The patient was taken to the hospital.